Manufacturer narrative:
E1: reporter phone number, reporter address line 2, reporter postal office or zip code the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received the replace generator soon message. Surgical intervention may take place at a later date.